Event description:
It was reported that tandem mobi pump triggered cartridge alarm during cartridge load process, and caller noted prior cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support confirmed warranty status, provided storage mode and return instructions, arranged for problematic pump to be returned within specified time frame, and sent replacement pump with guidance to reenter pump settings and reconnect continuous glucose monitor.